Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was not controlling her blood glucose. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose was 450 mg/dl. Customer stated that she has been thirsty as a result of her high blood glucose. Customer does not feel okay to troubleshoot. Customer treated with a syringe. Customer stated that she was sent emergency supplies because the tubing had some crease marks. Customer stated that the cannula was not bent or crimped when it was removed. Customer was advised to do a complete set change. Customer stated that no matter how much insulin she uses, her blood glucose does not go down. Customer stated that she gave herself 50 to 60 units of insulin from 7:30 am to 6 pm. Customer removed the pump and started manual shots, which caused her blood sugar to come down. Customer drank soda, diet soda, and has only been drinking water. Customer stated that it has not been an hour since she gave the shot.